Event description:
It was reported that the insulin pump alarmed for no delivery and motor error and that it was resetting. The insulin pump could not be rewound. The motor error alarm occurred during the prime. The insulin pump had not been exposed to a strong magnetic field or MRI. It was also reported that the battery was not working properly. The blood glucose reading was 14 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.